Event description:
It was reported that during an implant procedure, the device was unable to sense or capture the myocardium during mapping. As a result, the device was not used and the procedure aborted. There were no patient consequences.